Event description:
It was reported, the patient had an implantable neurostimulator (ins) explanted because, they were told it was faulty and the battery might fail. It was noted, it did not fail on the patient ¿but the concern was that it would.¿ it was stated, their battery did not go out but they had to ¿keep track of the amount of voltage in there because once it dropped below a certain number there was a real concern.¿

Manufacturer narrative:
Product ID 3389s-40, lot# v078937, implanted: 2008 (B)(6); product type lead product ID 3389s-40, lot# v078937, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).